Event description:
Clinical study. It was reported that post a carotid artery stenting treatment procedure, the pt experienced in-stent restenosis. The 85% stenosed target lesion was 6mm in reference vessel diameter and 15mm long portion located in the ostium of the left internal carotid artery. The lesion was treated on with a placement of a filterwire ez and a 4-9x30mm nexstent. Following post-dilatation, residual stenosis was 30%. The pt was discharged 7 days post procedure. Three hundred and eighty seven days post index procedure, the pt was seen for a 12-month follow-up visit. The 12-month ultrasound revealed a 50% target lesion stenosis in the ostium of the left internal carotid artery. The carotid duplex scan revealed that the left carotid stent was patent with moderate acceleration of flow velocities within the stent consistent with an approximate 40-50% stenosis. The pt was asymptomatic and will continue to be observed. The event is considered not recovered/not resolved.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.